Event description:
Patient reported that she believed the device was not delivering insulin accurately. Paitent indicated that when she changed her cartridge, she experienced elevated blood glucose levels (400's mg/dl).